Event description:
User facility reported an uneventful novasure endometrial ablation was performed in 2009. Sometime following the procedure the pt was admitted to a hospital for sepsis. Treatment included intravenous (IV) antibiotics and the pt was discharged. During follow-up with the physician at about one month later, he reported the pt returned to his office 1 day after the ablation with chills and general malaise. The pt was afebrile and had no uterine tenderness. She had received prophylactic doxycycline pre and post ablation but it was discontinued at this office visit due to concern that it was "contributing to her symptoms." Three days later, the pt was seen at another hospital with abdominal pain and fever (103.5 degrees fahrenheit). She was admitted for IV antibiotics and was taken to the intensive care unit (ICU) when she became septic. Her blood cultures were positive for group b streptococcus. She improved and was discharged home with a peripherally inserted catheter (pic) for a 2 week course of antibiotics. We have been unable to obtain additional information surrounding this event. During follow-up with the physician at about 3 weeks later, he reported the "patient is doing very well."

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Sterile lot records were reviewed for all disposable novasure devices shipped to this account since 2009 and the date of this event. All were confirmed to be within specified limits. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.